Event description:
It was reported that the programmer was unable to boot up completely, that the screen was blank and that it never progressed to the "initial" screen. The service disk was run but did not make any difference. It was also noted that the programmer was brand new out of the box. There was no patient involvement indicated with this event.

Event description:
It was reported that the programmer was unable to boot up completely, that the screen was blank and that it never progressed to the "initial" screen. The service disk was run but did not make any difference. It was also noted that the programmer was brand new out of the box. There was no patient involvement indicated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer never appeared to boot. Interpose printed circuit board found broken. The display is not working; lcd (liquid crystal display) found out of electrical specification.